Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 continually activated during a procedure. The reporter stated that it may have been the toggle switch getting stuck. A replacement cord was used with the same unit to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).